Manufacturer narrative:
D1 product name corrected. D4 primary UDI number corrected. D4 model no. Corrected.

Event description:
This unit was identified as having a battery performance that indicates it may be impacted by the issue being addressed as part of correction and removal initiated by ge healthcare (gehc) on 21-apr-2022 (z-1226-2022, z-1227-2022). There was no patient involvement.

Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for this battery issue per 21 cfr 806 on 21-apr-2022. The FDA recall number is z-1226-2022, z-1227-2022. Customers were sent a letter explaining the issue and requesting the customer to perform the battery performance test to determine if their batteries may be impacted. Gehc will provide battery replacements, updated user manual for battery capacity testing, battery preventative replacement frequency, and potentially new software based on the product model. Ge healthcare (gehc) became aware of a gap within a unique service support activity process which permitted closure of events prior to being reviewed by the complaint handling unit. Ge healthcareâs investigation into the issue identified that a low frequency of service activities would close prior to adhering to ge healthcareâs complaint evaluation process because it was incorrectly understood that these events would be duplicate events already evaluated and documented in ge healthcareâs complaint handling system. As part of gehcâs investigation, this specific record was determined to be a reportable event and is being reported outside of the 30-day reporting timeline. This process non-conformance is being addressed via gehcâs CAPA system to: (1) report any appropriate records/events which have not been reported as a result of this issue. (2) prevent future occurrence. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.